Event description:
On (B)(6) 2014 my boyfriend and I were eating at (B)(6) when I had an anaphylactic reaction. Initially, I was eating a stuffed mushroom when my throat felt tight. The waitress took it back and when I questioned her about how it was cooked, she said latex gloves are worn in the kitchen. I asked for a salad to be made separately without gloves. I began to eat that and my throat started closing tighter and I had hives on my neck and chest. I took benadryl and did my epi pen while 911 was called. I have a severe latex allergy.